Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Visual inspection of the returned device confirmed that the balloon was torn. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Examination at high magnification showed a radial tear in the balloon, approximately 4.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1414106) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch report # 3004939290-2014-01031 for the second device.

Event description:
The following information was reported: 2 devices lost pressure at 2nd stop (arteriotomy). Manual compression was applied for 20 minutes to achieve hemostasis. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 6f